Manufacturer narrative:
The reported event of break/high impedance was confirmed. As received, paddle end segment had a kink/break with all internal wires broken. The cause of the breakage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
It was reported that the patient lost therapy and unable to turn on therapy. Diagnostics revelated high impedances. X-ray confirmed that the lead was fractured around a screw point of the patient¿s fusion. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, good coverage was established post operatively. During the procedure it was noted that the internal wires of the lead had fractured.